Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the (B)(4) study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment included the symptom of right upper quadrant pain. On (B)(6) 2011, liver function tests were performed. A pre-study stent placement cholangiogram performed on (B)(6) 2011 revealed a distal biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for the distal biliary stricture. A sphincterotomy was not performed during the study stent placement procedure as a sphincterotomy had already been performed prior. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the study stent placement procedure. During the procedure, the stent was deployed in a satisfactory position across the stricture, not covering the cystic duct. The patient was treated as an outpatient. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the removal, the distal end loop broke. The study stent was able to be removed successfully in one piece. Following removal, the post-study stent removal cholangiogram showed no evidence of a recurrent stricture. No events or hospitalizations were associated with the device malfunction.

Manufacturer narrative:
(B)(4): stent loop broke. (B)(4) study clinical trial. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.